Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. Device has not been returned for evaluation.

Event description:
It was reported that during the usual medication procedure the healthcare professional noted leakage near the insertion point . The catheter was removed and it was stated a hole into the extra vascular portion at 1 cm near the insertion point was noted. The facility reported that glue was used at the insertion point (hystoacryl) as well as a fixation device.